Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Event description:
Physician reported ultrasound findings of "slightly reddened and sore skin, is there a slamination of the walls. The lamination area is 20 mm wide and 30 mm long, and the thickness of the liquid content is 4 mm. It could be an internal fissure" were later reported. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified: rupture: no observed on the device. Calcification: no observed on the device. Double capsule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture diagnosed by MRI. Physician reported ultrasound findings of "slightly reddened and sore skin, is there a slamination of the walls. The lamination area is 20 mm wide and 30 mm long, and the thickness of the liquid content is 4 mm. It could be an internal fissure" were later reported. Healthcare professional also reported capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by MRI. The device remains implanted. This record relates to the right side.